Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 4 keeps failing. The field service engineer replaced latch and preventative maintenance was performed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer was failed. The customer reported that the drawer was not able to open, where the user have restarted multiple times and the error were still persisting. The customer stated that this malfunction occurred when user trying to issue medication to patient and caused a delay. There were no adverse events or injuries reported based on this incident.